Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the evening of (B)(6) 2024, when the patient was travelling and got to the hotel, his sensor failed, and he replaced the sensor. When he was about to change the sensor, he noticed that the pump's infusion site was not properly attached to the patient's body. At that point there were no readings on the pump and cgm (continuous glucose monitor) due to the sensor failed error and the patient´s blood glucose increased to 600 mg/dl. The patient put on a new infusion site for the pump. The next day, (B)(6) 2024, the patient experienced diarrhea and vomiting so his wife drove him to the hospital. There the patient was treated with IV fluids and was also diagnosed with an infection due to vomiting. There was no documented treatment for hyperglycemia. The patient was hospitalized from (B)(6) 2024. At the time of the report the patient was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).